Event description:
Caller reported the pump display has big black lines on the display. Caller stated the values are not completely readable. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).